Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 750 mg/dl. Troubleshooting was performed and found that the time on the insulin pump was almost ten hours off. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly, and passed all functional testing. No time clock anomaly was observed during testing. After testing, it was concluded that the device operated within specifications.